Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Advised the caller that the insulin pump would be replaced. Nothing further was reported.